Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a user error - failed to follow therapy steps was not confirmed. The root cause was that the patient disconnected and reconnected a solution bag during therapy. Labeling was reviewed for related use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted (B)(4) a check lines and bags alarm that appeared on the home choice (hc) during use. The home patient (hp) stated he disconnected the heater and supply bags to see if they were draining properly. (B)(4) advised the hp not to separate the disposables once they were connected. (B)(4) advised the hp to cycle power and restart the setup with all new supplies. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The nurse stated she was not aware of the issue. The home patient (hp) has not reported any problems. The home patient (hp) had continued therapy, no injury or medical intervention was reported as a result of this incident.